Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the straight wire, manipulation of the devices), patient factors (female gender, advanced age ¿ 86 years) likely contributed to the lv perforation and subsequent surgical repair and lv reconstruction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), post tavr procedure, a left ventricle (lv) perforation was observed. During a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in a final 70:30 aortic/ventricular (a/v) position with 2 ml less than nominal volume. Post dilation of the valve was performed with 1ml less than nominal volume. During the tavr procedure, there was no increase in effusion and hemodynamics were stable. No complications were observed upon insertion or removal of the devices. The procedure was completed, and the patient left the operation room. Post procedure, when the patient was awake and extubated, the bp decreased. Transthoracic echocardiography (tte) showed an increase in pericardial effusion. Although a pericardial puncture was performed, hemodynamic stability was not obtained. Percutaneous cardiopulmonary support (pcps) was introduced and a thoracotomy was performed for hemostasis. Intraoperative findings indicated a wire perforation of the lv from the apical side to the side wall. After obtaining hemostasis, a drain was inserted. Although the patient was weaned off of pcps and the chest was closed, hypotension was prolonged. Since the possibility of the bleeding from other sites could not be ruled out, the patient left the operation room under intubation for taking a contrast-enhanced CT imaging. Following the CT, the patient was returned to operating room and a second thoracotomy and surgical left ventricular reconstruction was performed. The valve remains implanted in the patient. The native annular valve area measured 341.0mm2. Moderate valvular calcification and mild aortic root calcification was reported. Per medical opinion, the possibility of perforation by the straight wire was high. It was not possible to determine if the lv perforation occurred at the time of the straight wire crossing the annulus or if it occurred after the device insertion.

Manufacturer narrative:
Reference CAPA-20-00141.